Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that the device is alarming for blockage. Customer reported that the dressing was changed yesterday ((B)(6) 2021) and the device began to alarm at that time. Requested that caller power device off and power back on while device is plugged into wall. Device began to run normally and then alarmed again. Requested that caller inspect tubing for any bends or kinks that may be present. Advised caller to disconnect at orange quick click connector and the device did not alarm during this procedure. Device continues to run at continuous at this time. Received second call from this caller regarding a renasys go. The caller states that the device continues to alarm for a blockage. All troubles hooting steps have been performed. No further information available.